Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for safety shield separation with the incident lot was observed. Additionally, retention samples were selected from bd inventory for testing and upon completion, no issues were observed relating to safety shield separation as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non- conformances during manufacturing of the product.

Event description:
It was reported that a defective locking mechanism occurred during use with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, "the customer reported that the safety shield is falling off. 2 occurrence this week but dates are not available." 2 occurrences were reported.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a defective locking mechanism occurred during use with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, "the customer reported that the safety shield is falling off. 2 occurrence this week but dates are not available." 2 occurrences were reported.